Event description:
This subject was diagnosed with tracheal malacia and subsequently had a tracheal stent placed surgically in 2008- "alveolus 18mm x 80 mm covered transbronchial stent"- . He appeared to recover well post-operatively and was discharged home from the hosp the following day. Six days later, the subject was home alone for approx 6 hours when he was found collapsed. Responding paramedics/emts did not attempt resuscitation due to obvious death. Examination at autopsy revealed the decedent's tracheal stent was occluded with mucous, obstructing his airway. This was determined to be his cause of death.